Event description:
It was reported that a vns patient's device was unable to be interrogated. The handheld was being used plugged into the wall and their wand appeared to need to have the battery changed. The patient has not been back to their neurology office to be interrogated since the reported event. The programming system has been able to interrogate other vns patient's since that time. The wand needed to have it's 9 volt battery changed. Since the patient has not been back to be evaluated their generator function cannot be determined at this time.

Event description:
Additional information received on (B)(6) 2014 that this patient¿s generator was successfully communicated with at the patient¿s last appointment on (B)(6) 2014.

Manufacturer narrative:
Brand name, corrected data: information available to date indicates that the wand is the suspect medical device. This report is being submitted to correct this information. Type of device, name, corrected data: information available to date indicates that the wand is the suspect medical device. This report is being submitted to correct this information. Model #, serial #, lot#, expiration date, corrected data: information available to date indicates that the wand is the suspect medical device. This report is being submitted to correct this information. Operator of device, corrected data: information available to date indicates that the wand is the suspect medical device. This report is being submitted to correct this information. If implanted, give date (mo/day/yr), corrected data: information available to date indicates that the wand is the suspect medical device. This report is being submitted to correct this information. Device manufacture date (mo/day/yr), corrected data: information available to date indicates that the wand is the suspect medical device. This report is being submitted to correct this information. Labeled for single use, corrected data: information available to date indicates that the wand is the suspect medical device. This report is being submitted to correct this information usage of device, corrected data: information available to date indicates that the wand is the suspect medical device. This report is being submitted to correct this information

Event description:
Review of device programming history identified that the generator was last interrogated on (B)(6) 2013 and was not at end of service. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Attempts for additional information has been unsuccessful; however, information available to date indicates that the depleted wand battery contributed to the failure to program event.